Manufacturer narrative:
It was reported that the surgical clipper charging base "burnt up." At the time of the incident, the charging base was reportedly plugged into a wall socket of an emergency department (ed) room and charging a surgical clipper handle. Reportedly, staff members at the facility identified smoke coming from the charging base and a "burning smell." When the charging base issue was identified, it was unplugged and removed from the ed. There was no impact or adverse effect to a patient, a staff member, or a procedure in relation to the reported incident. Although no sample was returned to the manufacturer for evaluation, photos were provided. Visual inspection of the photos identified charring and residual ash on the charging base where the cord is located. This area was also identified to be blackened and singed. The reported lot number was confirmed to be part of a corrective action in 2015. It is unknown how or why the surgical clipper charging base was at the facility. Due to the reported incident, and in an abundance of caution, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that the surgical clipper charging base "burnt up."